Event description:
It was reported that the guide wire coating peeled off. An amplatz super stiff guidewire was selected for use. However, during form shaping on the tip, the tip coating peeled off. The procedure was completed with another of the same device. No patient complications were reported.